Event description:
It was reported that during laparoscopic splenectomy procedure, the surgeon fired across branch of the spleen for five firings and on the 6th firing they surgeon started to place the device down the trocar and the cartridge popped out. They placed the reload back into the device and proceeded with the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition, with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. In addition the reload was loaded on the device without any difficulties and it did not fell out during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.